Event description:
It was reported that a hyperglycemia event occurred while using the ilet system during the ilet experience study, with the user indicating they checked and administered a dose, and subsequent troubleshooting and education were completed with no alerts or alarms reported. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no escalation to hospitalization and no device-generated alarms. Investigation included a review of user-reported history and guided troubleshooting and education. Investigation of this case revealed an undetermined cause for the hyperglycemia, with no device malfunction or component issue identified and no alert behavior observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.